Event description:
Customer stated that she has had low blood glucose event. The basal rates will be changed. The current blood glucose reading is 207 mg/dl. Customer was experiencing low blood glucose for one week. The blood glucose reading at the time of the event was 15 mg/dl. Hospital treated with sugar water and another solution. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.